Event description:
On (B)(6) 2025 the end-user experienced hypoglycemia with blood glucose (bg) levels of 39 mg/dl following a ¿less than usual¿ meal announcement (bolus). The end-user was transported to the hospital by ems where they were treated with intravenous fluids. The end-user was discharged the same day with no reported long-term effects.

Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.